Event description:
It was reported that the burr became stuck with the wire. A 2.00mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During the procedure, it was noted that the burr became stuck with the wire. The device was removed through dynaglide mode and the procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that the burr became stuck with the wire. A 2.00mm peripheral rotalink plus and a peripheral rotawire guidewire were selected for use. During the procedure, it was noted that the burr became stuck with the wire. The device was removed through dynaglide mode and the procedure was completed with the original device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the peripheral rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned through complaint (B)(4) and was received within the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire. In order to determine the functionality of the peripheral rotalink plus device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the device with no resistance or issues. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the proximal end of the wire.